Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Blood sugar was only 28 mg/dl [blood glucose decreased]. Novopen echo didn't register the last dose [device malfunction]. Mother administered medication to the patient and daughter injected herself too [accidental overdose]. High blood sugar [blood glucose increased]. Case description: this serious spontaneous case from the united states was reported by a consumer as "novopen echo didn't register the last dose", "high blood sugar", "mother administered medication to the patient and daughter injected herself too" and "blood sugar was only 28 mg/dl", all with an unspecified onset date and concerned a female patient who was using novopen echo (insulin delivery device) from unknown start date due to "device therapy". Patient age or age group, height and weight were not reported. Medical history was not provided. On an unknown date, the patient was using novopen echo and experienced high blood sugars (value not specified) as the novopen echo didn't register the last dose. In addition, the mother administered a dose to the patient and the patient may have injected herself too. As a consequence, the patient had a blood sugar of 28 mg/dl (reference not reported). It was not reported which treatment the patient received for the events. No further information is available at the time of reporting. Action taken to novopen echo was not reported. The outcome for the event "blood sugar was only 28 mg/dl" was not reported. The outcome for the event "high blood sugar" was not reported. The outcome for the event "novopen echo didn't register the last dose" was not reported. The outcome for the event "mother administered medication and daughter injected herself too" was not reported.

Event description:
Case description: investigation results: no investigation was possible, because neither sample nor batch number was available. Since last submission of the case, the following has been updated: investigational result, narrative, final manufacturer comment. Final manufacturer comment: on 25-jul-2016: as the novopen echo device has not been returned to novo nordisk a/s for investigation and only very limited information regarding the handling of the suspected device is available, it is not possible to identify a clear root-cause of the experienced adverse events and thus find similar incidents to the one reported in argus (B)(4). Evaluation summary: investigation results. Affiliate comments to product appearance. Visual investigation sec trend/ref check only. No investigation. No investigation checkbox sec. Reason for no investigation: no investigation was possible, because neither sample nor batch number was available. No investigation 2. Reason for no investigation choice: no sample or batch no. Are available : no investigation possible. No investigation 2. Investigation links: batch trend report links. Ccc comments. Attachments. Investigation results: no investigation was possible, because neither sample nor batch number was available. Investigation results lookup: result codes. General : no sample available. Remarks for result codes. Conclusion code. No sample. Root cause description. Corrective action description. No investigations - no corrective actions. Check user authentication investigations verified: yes or no.